Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone: (B)(6). Investigation summary: it has been received 3 unused samples of 50ll, 2 from lot 1612221p and 1 from lot 1707272 and 4 pictures. On visual inspection of the 4 pictures received it can be observed leakage past the stopper. The stopper is correctly assembled to the plunger. On visual inspection of the 3 samples received it can be observed the stopper is correctly assembled to the plunger and no damage or molding defect can be observed in the syringes that could have caused leakage. DHR of lot 1612221p and 1707272 has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures during assembly process, in the assembly station mechanical leak test is done to every syringe and in case any fails, it is rejected automatically to scrap. Leak test is carried out with the 3 samples according to procedure and iso 7886-1 annex d. The 3 samples meet iso 7886-1 annex d. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and samples meet iso7886 annex d, a definitive root cause cannot be determined. Defect: leakage past the stopper it has been received 3 unused samples of 50ll, 2 from lot 1612221p and 1 from lot 1707272 and 4 pictures. On visual inspection of the 4 pictures received it can be observed leakage past the stopper. The stopper is correctly assembled to the plunger. On visual inspection of the 3 samples received it can be observed the stopper is correctly assembled to the plunger and no damage or molding defect can be observed in the syringes that could have caused leakage. DHR of lot 1612221p and 1707272 has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (jg-302, jg-303 and jg-304). Process: visual inspection. Assembly: 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging: 1 shelf-package per pallet. During assembly process, in the assembly station mechanical leak test is done to every syringe and in case any fails, it is rejected automatically to scrap. Leak test is carried out with the 3 samples according to procedure pc-039 and iso 7886-1 annex d. The 3 samples meet iso 7886-1 annex d. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and samples meet iso7886 annex d, a definitive root cause cannot be determined. Equipment used for testing: instrument. Calibration period. Stopper leak test fixture #63-145 n/a manometer #26-301: 05-jan-2017 / 31-jan-2018. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and samples meet iso7886 annex d, a definitive root cause cannot be determined. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure ps-001.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked a chemotherapy drug at the back end of the plunger during use. No serious injury or medical intervention noted.